Event description:
Customer reported that lines appear in images while performing continuous fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty interconnect cable. System operates as intended.